Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after implant of the implantable cardioverter defibrillator (ICD), the right ventricular (rv) lead alerted. The lead exhibited high and undefined defibrillation impedance, high pacing impedance, variable impedance, and oversensing-noise during pocket manipulations. The patient's pocket was opened and the pace/sense and rv coil pins were removed and reinserted in the device. A loose set screw was suspected. The device and lead remain in use. No patient complications have been reported as a result of this event.